Event description:
It was reported that cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to finish troubleshooting with tandem technical support at the time of the event. Tandem technical support attempted to gather additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.